Event description:
It was reported to nova biomedical that a consumer received a result of 473 mg/dl on her blood glucose meter. The consumer administered 3.5 units of insulin and subsequently experienced a hypoglycemic event which did not require medical intervention, but did require emergent food intake to raise her blood glucose levels. During the call to customer support, it was revealed that the consumer does not control solution test strips for integrity before use and transfers test strips from one vial to another vial which may contribute to a loss of integrity of test strips. The consumer was educated on these directions for use at the time of call. The meter and test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.